Manufacturer narrative:
(B)(4). Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering confirmed the distal tip of the cannula was fractured. The missing piece of the fractured cannula was returned for evaluation. Engineering noted no additional damage to the unit. A review of the manufacturing records indicates this lot passed all manufacturing and quality inspections. During the manufacturing process, all kii balloon blunt tip trocars are thoroughly inspected and leak tested for functionality and performance prior to packaging. The root cause of this incident is likely due to the cannula being exposed to various forms of applied stress combined with exposure to a lipid saturated environment. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Lap appendicectomy. "Easy entry via hasson technique. After approx. 20 mins into the procedure (B)(6) and the consultant (B)(6) noticed the piece of plastic on the small bowel, just below the umbilical port. Using the camera noticed that the end of the trocar had a piece missing (broken gap). Retrieval the piece of the plastic and continued with the procedure. Balloon was intact. At the end of the case visually inspected the trocar and confirmed that there was a piece of the trocar missing at the distal end." Patient status - "recovered well and went home."